Event description:
On (B)(6) 2007, this pt was implanted with gore excluder aaa endoprostheses. A 1.5 year follow up CT showed a 3-4cm infrarenal device migration. A decision was made for conversion to open surgery. No other info was provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-released specifications. Other related devices implanted in this pt: pxt281416/04803334. Pxc141200/04797881.